Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to left iliofemoral deep vein thrombosis. Patient is alleging tilt and vena cava perforation. The patient is further alleging "I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it. Per a report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter mid l2 vertebral body. Inferior extent l3-l4 disc space. A total of 4 prongs have perforated ivc series 2 image 52. Maximum distance prongs perforated 3.62 mm series 2 image 52. Coronal images 4.48 degree tilt right to left series 301 image 36. Sagittal images 5.22 degree tilt posterior to anterior series 300 image 50. Diameter of ivc directly above filter 22.84 mm x 17.08 mm series 2 image 41."

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2016. Patient alleges to have been injured without further explanation.